Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "acetabular revision with bone graft and cementless cup" written by sergio rudelli, md, emerson honda, md, sergio p. Viriato, md, gianmarco libano, md, and leonardo f. Leite, md published by the journal of arthroplasty vol. 24 no. 3 2009 was reviewed for MDR reportability. The article reports on 42 patients with 43 cementless acetabular revisions. Depuy aml femoral and acetabular components were implanted during revisions in 9 of the 42 patients. One patient had a femoral stem loosening and required revision using cemented prosthesis and bone grafts while maintaining the acetabulum since it was stable. The article reports of 5 total re-revisions of the acetabular side but no information on specific related products but given reasons are acetabular cup migration and poly liner wear. All other adverse events were identified and associated with non depuy products. The article also reports deaths amongst the study list were non-related. Radiographs are provided within the article but they are associated with patients with non depuy products by cross referencing to table 1 with listed patient identifiers but no specific adverse events related to the patients.